Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Added: b5. Corrected: h3. Device history lot: null. Device history batch: null. Device history review: null.

Event description:
Additional information received that the whole thing down in the middle part of instrument got broke and was broken into two pieces.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactor was broken while impacting the femur all pieces were retrieved and no harm was done to the patient. No surgical delay.